Event description:
It was reported that during a lap right hemi procedure, the generator had an error code four; metal on metal sound was made. Removed from the pt and non-active teflon pad had come off sheer. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.